Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional electrophysiology pulsed field ablation procedure. The sutures of two prostyle devices were successfully pre-placed [worked as intended]. The vessel was dilated to an 8f and then upsized to 14f sheath, and the electrophysiology pulsed field ablation procedure was completed. Reportedly post procedure, when advancing the knot, the knot didn't seem to advance completely as bleeding was observed. A third prostyle device was then used, and the same issue occurred when advancing the knot. Imaging was performed to identify the location of the bleeding; no dissection or tissue damage was observed. It was noted that the patient did have scarring in the vessel. Two non-abbott devices [angio-seal] were then attempted; however, both failed to achieve hemostasis. Manual compression was then utilized, holding pressure for two hours which ultimately achieved hemostasis. The patient encountered prolonged anesthesia and was hospitalized overnight. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but not limited to, user tensions rail suture without distal advancement with knot pusher; user tensions/advances non-rail (white) suture. The reported patient effect and treatment appears to be related to the circumstances of the procedure. The patient effect of hemorrhage is listed in the prostyle instructions for use as potential adverse event associated with use of vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.